Manufacturer narrative:
Concomitant medical products: product ID: b i71000175, serial/lot #: unk. A representative went to the site to preform a system check out. It was noted that they were able to confirm the reported issue. They noticed the red indicators to be cycling on/off on the charger boards in sequence with pulsing cooling fan operation when the umbilical was connected. It was noted that there was a faulty charger enclosure. Once they replaced the enclosure, the issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that there was an unusual sound coming from inside imaging system. The representative was able to confirm that there was a fan cycling sound emanating from inside imaging system's cabinet but sound was not present when the umbilical was removed. It was also noted that the imaging system was not turning on when the button was pressed and no lights illuminated on battery status indicator. There was no patient present.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000175, lot/serial #: (B)(6), h3: the charger enclosure was returned to the manufacture for evaluation. After functional testing, performance testing, visual/phys ical examination, usability inspection the reported issue was not confirmed. Visual inspection confirmed severe dusty and matted on fans. Four charger cards were not firmly seated. It was clean, seated firmly and installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2: corrected report source was added in addition to the ones that were already reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.